Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon the first inflation. The device was completely removed from the patient's body and the procedure was completed with another with the same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. A visual examination of the returned device confirmed that the balloon was unfolded and inflation media was noted within the balloon which indicates that the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak 13mm proximal to the proximal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the mildly tortuous subclavian vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, the balloon ruptured upon the first inflation. The device was completely removed from the patient's body and the procedure was completed with another with the same device. No patient complications were reported and patient's status was good.